Event description:
It was reported by the biomedical engineer that during testing of the external pulse generator (epg), the atrial (a) and ventricular (v) outputs were fluctuating and it would not stabilize. It was requested that the device be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).